Event description:
Instrument failure - at time of surgical preparation for cancellous bone screw during a total hip arthroplasty procedure, during normal use of the drill, the bit broke off while inside the patient. Per surgeon, multiple attempts to remove the broken drill bit were unsuccessful. He judged further attempts to remove the retained rill bit as having the potential for significant damage to the bone and decided to proceed with the surgery, leaving the retained drill bit in place. The recovered portion of the drill bit was measured at 15mm. Surgeon then estimated the length of the retained portion of the drill bit at 20mm. Surgeon anticipates no effects to patient of retained piece.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Manufacturer narrative:
See h4, h10, and h11. Complaint has been evaluated and is similar to report number 1644408-2024-02011; 803-15-006, s303 - broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.